Event description:
Report of "fluid leakage from the distal section of the cartridge during infusion" received. The incident occurred in a home setting on a pt who was receiving a subcutaneous infusion of morphine sulfate with the continuous dose at 15mg/hr, and a bolus dose of 5mg available every fifteen minutes via the aim plus pump. It was reported that the home health nurse called the pharmacy to report a fluid leakage from the cartridge. The leakage rendered the pump inoperable with alarm error 124 and the display was fogged. The physician was notified and orders received to give the pt oral morphine sulfate immediate release tablet at 15mg sublingually every one hour as needed. It was reported that the pt consumed a total of twelve tablets of the twenty-four tablets dispensed to pt. The pt's plan level at the time was an eight of a ten point pain scale. The pt did repositioning to help alleviate the discomfort. The pt's pain experience was never below the eight range. The customer reported that the physician was not called since the pt thought that the physician may not be available on the weekend. The pt did not experience any adverse effects aside from the discomfort. The infusion was resumed twenty-four hours later when a new pump and tubing set were available. The patient's pain level improved to two to three after the infusion was resumed. No additional information available.